Manufacturer narrative:
Please see related MFR report #s: 1221359-2021-00279 - 1221359-2021-00286. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1007882 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000/ lot 1007882 and test base part number 190-430/ lot 1007882 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1007882 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Event description:
The customer reported seventeen false negative results with the ID now covid-19 assay. The customer provided specific patient information for only seven (7) of these false negatives. Therefore, a total of nine (9) reports will be submitted, including one (1) report for the newly identified lot number. This report represents report nine (9) of nine (9). The customer reported a negative result with the ID now covid-19 assay. Pcr confirmation testing positive results with the biofire rp2.1 panel. No additional information, including treatment or outcome was provided. The customer confirmed there was no death or serious injury and treatment was not impacted/delayed. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.